Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the static volt-ampere reactive (var) compensator (svc) usb 3.0 cable. After replacing the svc cable, the system then passed the system checkout and was found to be fully functional. Missing device manufacture date.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system continuously rebooted after being powered on. There was no patient present.

Manufacturer narrative:
The usb assembly was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.